Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter's institution. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: a photograph of the device was provided. The component appeared consistent with a device that had been in vivo and was subsequently removed. The insert component had explantation damage evident. Medical records received and evaluation: medical records were not provided. Device history review: there have been no reported relevant discrepancies for the referenced lot. Complaint history review: there have been no reported similar events for the lot referenced. Conclusions: the reported event cannot be confirmed with the information provided. Further information such as medical records, x-rays, patient details and clinical history are required to investigate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
The arthoplasty was revised due to instability and recurrent effusions. The components were implanted in situ for ~1.0 y. The tibial polyethylene tibial insert was revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.

Event description:
The arthroplasty was revised due to instability and recurrent effusions. The components were implanted in situ for approx 1.0 y. The tibial polyethylene tibial insert was revised. The patient presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 3.